Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the tip of the electrosurgical knife emitted smoke and sparks. The unit was used to harvest the great saphenous vein. Sparks were observed at the front end of the consumable, and a small hole was burned through. It is no longer functional; therefore, no adjustments were made. The unit was changed out, and the procedure was completed successfully. A valleylab generator was used, with a generator setting of 20.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 6, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). The affected complaint sample was not returned for evaluation. A retention sample from the same product code and lot number combination was obtained and no anomalies were noted. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. The sample was also tested in combination with the olympus tower and used to cut veins in a syndaver with no issues. Without a returned device, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.